Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer was instructed by technical support to use multiple daily injections as backup therapy.